Event description:
Intermittent suction not working.

Manufacturer narrative:
It was reported by the customer that "intermittent suction function was not working correctly and the tubing lost suction when switched to the intermittent mode". It was reported that due to this secretions were not being suctioned. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.